Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the battery gauge was noted to be fluctuating. Reportedly, the customer performed a pump reset to resolve the issues. Customer acknowledged and reported that the issues had not reoccurred after resetting the pump. There was no reported impact to the customer¿s blood glucose.